Manufacturer narrative:
Overall investigation summary: a complaint was received from the customer on optione injector serial number (B)(4) alleging an air embolism occurred during injection. Customer was using 125ml empty syringes manufactured by antmed, as well as antmed tubing. Antmed syringes are not supported by guerbet and are not approved for use with the injector per the operator's manual. Customer used 89ml amount of omnipaque 350 contrast with a flow rate of 2.2ml/s. Regional service engineer inspected the equipment and was not able to replicate the error and confirmed that there were no errors in the injector's alarm history. Service verified the operation of the equipment according to optione single-head CT contract delivery system test and checklist 847504. The injector is fully functional and was returned to the customer. The likely root cause of this incident is the use of non-approved syringes and tubing on the injector system. Cts history search shows a similar incident of air embolism occurred with this unit and it is linked to the (B)(4). This similar incident was also due to the use of nonapproved syringes and tubing on the injector system. Impact assessment summary: (B)(4). No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary: service verified the operation of the equipment according to optione single-head CT contract delivery system test and checklist 847504. The injector is fully functional and returned to the customer.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that air was getting into syringes. Reporter indicates an air embolism occurred from injection. Using 125 empty syringes manufactured by antmed, as well as antmed tubing. Used 89ml amount of omnipaque 350 contrast with a flow rate of 2.2ml/s. Reporter states that there have been no reports of alarms on this system.